Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and anti-tachycardia pacing (atp) due to an atrial driven arrhythmia. Technical services (ts) reviewed and provided assistance. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and anti-tachycardia pacing (atp) due to an atrial driven arrhythmia. Technical services (ts) reviewed and provided assistance. This device remains in service. No adverse patient effects were reported. Additional information was received stating this ICD was explanted due to a device upgrade to cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.